Event description:
High current drain was reported. The lead exhibited high lv (left ventricle) output and high capture threshold. The pacemaker was removed, but the lead was not removed and remained implanted.